Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was observed in the ventilator's downloaded error log. The device's blower motor was found to be heavily contaminated with dirt. The blower motor will be replaced to address the issue.

Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.